Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device, and no non-conformances were identified. Additional information was requested and the following was obtained: was there any adverse consequence associated with the patient? No. Did the needle fall into the patient? Yes. Was the needle piece(s) retrieved during the same procedure? Yes. Were x-rays taken to locate the needle piece(s)? Yes. What measures were taken to retrieve the broken piece? X-ray screen to locate the needle in the patient's abdomen. Was there any additional tissue damage because of searching for the needle piece? No. Does a piece of the needle remain in the patient¿s tissue? No. Was there any medical or surgical intervention performed (re-operation; re-suturing; re-closure; drainage)? If so, please specify. Extended theatre time to locate the missing needle. Additional costs to the patient as we had to use more sutures (x2 sutures broke off the needle). Loss of faith in the product quality.

Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: was there any adverse consequence associated with the patient? Did the needle fall into the patient? If yes, was the needle piece(s) retrieved during the same procedure? Were x-rays taken to locate the needle piece(s)? What measures were taken to retrieve the broken piece? Was there any additional tissue damage as a result of searching for the needle piece? Does a piece of the needle remain in the patient¿s tissue? If yes, is there any plan in place to remove the needle piece in the future? If yes, please provide the scheduled date. What tissue structure the broken needle was located? What is the surgeon's opinion of consequences to the patient? Was there any medical or surgical intervention performed (re-operation; re-suturing; re-closure; drainage)? If so, please specify. Please provide the lot number: please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or the needle was successfully recovered from the patient. Events reported via: 2210968-2023-09876.

Event description:
It was reported that a patient underwent a laparoscopic procedure on (B)(6) 2023 and suture was used. During the procedure, dr was suturing during a laparoscopic procedure when the vicryl 2/0 needle detached from the suture line. The scrub rn requested another suture ¿ and the same thing happened (suture from the same box, with an identical lot number).the needle was lost in the patient's abdomen, and we had to arrange urgent screening to search and recover the suture needle. No adverse patient consequences were reported. Additional information was requested.